Event description:
The meter was configured with the units of mg/dl. The relatives of the customer did not realise the setting of the units. In 2004 the status of the pt deteriorated, pt had fatique, dizziness and lack of concentration. About 2 months later relative took pt to the doctors where meter was checked and the doctor realised the settings were incorrect.